Event description:
A medtronic ave s540 stent delivery system of unknown size and length was inserted into the proximal left coronary artery of a pt who was experiencing a myocardial infarction. The lesion was not pre-dilated prior to stent insertion. At an unknown time after the stent was implanted, the pt developed a subacute thromobis at the site of stent implant. The left main artery demonstrated total thrombotic occlusion of the proximal left anterior descending artery at the site of stent implantation. The occluded vessel was successfully treated by ptca balloon inflations, and deployment of another manufacturer's stent in the mid-left anterior descending artery. The pt rec'd anti-platelet medication during procedure, and was going to be placed on additional blood thinners upon discharge. The physician did not follow the instructions for use when the lesion was not pre-dilated prior to stent insertion. The pt was reported to be fine post procedure. There was no additional clinical sequelae reported related to the event. Despite repeated attempts to get more info regarding this event, there is no further info available from the user facility or the physician.